Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. On (B)(6) 2014, verified magnetic tones in the save to disk that occurred on (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient heard solid tones from their device. It was further reported that the device recorded four magnetic occurrences near the same time as the tones. The device clinic determined that electromagnetic interference had occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.